Manufacturer narrative:
The insulin pump buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report the insulin pump had unresponsive buttons. Customer did not know her blood glucose reading at the time of the call. No significant events were recalled leading up to the anomaly. Advised that the insulin pump will be replaced. Nothing further reported.